Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Service replaced the microprocessor board as a precaution. The event log is unavailable. Service performed use testing and no other actions taken at this time. The problem source is the microprocessor board.

Event description:
Information was received that the cadd prizm vip pump had error code 10001. No patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.